Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned and evidence of water contamination to blower was observed during device evaluation. There was no allegation of harm or injury.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.